Event description:
It was reported that a homechoice (hc) device had an unknown problem with the heater bag. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was clarified that the problem was a warming solution alarm (indication that the fluid in the heater bag is too cold for the patient and the fluid is warming). Visual inspection of the device was performed with no issues noted. Electrical and functional testing was performed, and the device was found to require heater calibration. A review of the event history log was performed and identified a warming solution alarm, which occurred on (B)(6) 2014 at 08:26:18. The cause of the alarm was determined to be the out of calibration heater. Should additional relevant information become available, a supplemental report will be submitted.